Event description:
We informed you about problems we were experiencing with the adenosine syringes. One syringe is completely unable to inject the medication due to the end not having a hole. We have been reviewing the adenosine syringes and use with the clave system, and upon further review we have determined the problem is not the fault of the syringe, but the clave port. We have dissected the clave port and ascertained that a plastic mechanism inside the clave port has broken off inside the syringe port, therefore plugging the syringe and not allowing the injection of medication. We are sorry for the misinformation and will forward our findings to the company, baxter healthcare. We have removed all adenosine syringes from our cardiac arrest carts and exchanged them with vials to avoid the possibility of the clave port part breaking off in the adenosine syringe. I understand this has been a concern as reported in the ismp. Once again, the problem we had been experiencing with the adenosine syringes is not the fault of the syringe, but of the clave port on the IV line.